Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the equinoxe shoulder study, approximately one year post initial tsa, the 63 y/o male patient had septic infected in multiple joints. Patient¿s interspace antibiotic spacer was revised to non-exactech spacer. Per clinical report, the reported event is definitely not related to the device or to the procedure.

Manufacturer narrative:
A review of the sterile certificates and/or final endotoxin reports could not be performed because serial number(s) were not provided and the original surgery invoice could not be located from a search of exactech¿s surgery data. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. B3: corrected. D1: corrected. H6: corrected health effect, component, and investigation clinical codes.